Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: per the rep, the tip of the trocar broke off into the patient. Per the pictures provided it appeared that the tip was able to be retrieved from the patient. Patient seems to be fine. Patient status: "patient seems to be fine."

Event description:
Procedure performed: laproscopic peritoneal window. Event description: per the rep, the tip of the trocar broke off into the patient. Per the pictures provided it appeared that the tip was able to be retrieved from the patient. Patient seems to be fine. Additional information was received via email on 26jun2023 from applied medical representative: procedure was a laproscopic peritoneal window. There was no patient injury. The break was noticed at the end of the case so another trocar was not needed to complete the case. There was no difficulty inserting the trocar. The break did not cause particulation. All pieces were retrieved from the patient. The trocar was not used with a robot. The product is now available for return. Intervention: case was completed with complaint device. Patient status: no patient injury. Patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the fractured cannula tip was caused by an object or instrument coming into contact with the cannula tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit and a clear fragment were provided, confirming the complainant¿s experience of a fractured cannula tip. The clear fragment was identified to be part of the cannula tip. Based on the description of the event and the photographs of the event unit, it is possible that the fractured cannula tip was caused by an object or instrument coming in contact with the cannula tip and/or excess stress was exerted on the cannula tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: laproscopic peritoneal window. Event description: per the rep, the tip of the trocar broke off into the patient. Per the pictures provided it appeared that the tip was able to be retrieved from the patient. Patient seems to be fine. Additional information was received via email on 26jun2023 from applied medical representative: procedure was a laproscopic peritoneal window. There was no patient injury. The break was noticed at the end of the case so another trocar was not needed to complete the case. There was no difficulty inserting the trocar. The break did not cause particulation. All pieces were retrieved from the patient. The trocar was not used with a robot. The product is now available for return. Intervention: case was completed with complaint device. Patient status: no patient injury. Patient is ok.